Event description:
Pt ID: (B)(6). Her right total hip arthroplasty which was implanted on (B)(6) 2012. It is a zimmer ml taper stem with a 323 mm +0 chrome-cobalt head and converge socket. On (B)(6) 2017, her urine cobalt level was 0.4mcg/l. Over the past year, her cobalt level has been monitored and is rising. On (B)(6) 2019, her urine cobalt was elevated at 18.8mcg/l. On (B)(6) 2019, her blood cobalt level was 1.7mcg/l. On (B)(6) 2019, blood cobalt was 2.6mcg/l and urine cobalt was 23.0mcg/l. On (B)(6) 2019, blood cobalt was 2.4 mcg/l and urine cobalt was 27.7 mcg/l. On (B)(6) 2020, blood cobalt was 3.4mcg/l and urine cobalt was 39.2 mcg/l. During this time, she has developed polyarthralgia¿s, polymyositis, and "polyenthesitis", including neck pain. Fdg pet brain scan was ordered but denied by patient¿s insurance. She does not note symptoms of the right hip, and the right hip looks sound on imaging studies. She also has a left tha, but it does not consist of any cobalt-chrome parts. However, this left hip is giving her some pain which may be due to fibrous of the left acetabular socket. FDA safety report ID # (B)(4).